Event description:
It was reported that during insertion, the guidewire could not be inserted through the intra-aortic balloon (iab). Upon close inspection, a kink in the balloon is observed. A new iab was inserted to continue therapy.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and no blood observed on the returned device or components. One kink was observed on the catheter tubing approximately 76.2cm from the iab tip. Additionally, two kinks were observed on the inner lumen approximately 19cm and 18.3cm from the iab tip. Maquet guidewire, extender tubing, pressure tubing, dilator, sheath, three-way stopcock and angiographic needle were also returned. - the technician attempted to insert the returned 0.025¿ guide wire through the inner lumen of a reference 7.5fr catheter and was unable to successfully insert the guide wire due to the inner lumen kinks. The evaluation confirms the reported failure modes, the difficult/unable to insert iab through guidewire failure was most likely due to the inner lumen kink observed on the inner lumen. However, we are unable to determine how this failure may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are related to the event. Complaint ID no. (B)(4).

Manufacturer narrative:
Event site postal code: (B)(6). Event site telephone: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during insertion, the guidewire could not be inserted through the intra-aortic balloon (iab). Upon close inspection, a kink in the balloon is observed. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported.